Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an external device. The reason for call was patient (pt) reported that the replacement communicator (ctm) kept shutting off every single day. Pt stated they were experiencing excruciating pain and their handset kept displaying ¿not found¿. Pt also stated it hasn¿t been working since saturday, and they can¿t keep doing it. Pt also stated they met with their rep last week and on friday, the rep went to their house. The communicator turned on, but it shut down again. It turned back on before the rep left. They were advised to give it a week. Pt called the rep again this morning and was advised to contact pats to get a replacement. Pt stated that the communicator would not turn on at all and it has been plugged in. Pt also mentioned it¿s their 3rd time calling stating their communicator was not working. Pt confirmed that the bluetooth was on and the airplane mode was off. Agent had pt turn on the airplane mode and then turn it back off. Agent had pt close all applications, launch mystim app, turn on the communicator and attempt to connect. Pt stated seeing ¿unable to connect¿ message. Agent had pt close all applications, turn on the wireless recharger (wr), press the wr power button off and on, launch recharger app, place the wr over the implant and attempt to connect. Pt confirmed the implant was red but was recharging with an excellent connection. Pt stated that their implant was fully charged on friday but were still having this issue. Agent reviewed information and advised the pt to continue recharging their implant and attempt to connect to mystim afterward. Advised to call back if the issue persists. Pt called back and was escalated and says they want the implant taken out because the communicator keeps failing. Pt said they have called 3 times to get their communicator troubleshooted, and we fix the issue but pt says it keeps happening. They will make sure ins is charged and yet communicator wont connect. Pt repeated that they are in excruciating pain because "it shuts off" but couldnt explain if this is because the ins depletes or not. Reviewed that I will send out a new communicator but if the issue keeps happening to follow up with hcp.